Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient expired. The exact cause of death was not provided.

Manufacturer narrative:
The device will not be returned as it remains in the patient. We are unable to definitively determine the cause for the reported experience. Based on the reported information there is no evidence of device issue. Furthermore, mass effect is a known inherent risk of endovascular procedure and is documented in the pipeline flex instruction for use. Mdrs related to this event: 2029214-2017-00202. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient developed mass effect post pipeline treatment. It was reported that the symptom was identified during follow on one month post procedure, but it is unknown when the symptom occurred. It was further reported that a second pipeline was implanted approximately 3 months later, mrs post procedure was 4. Visual nerve indication post procedure was seen, mass effect post procedure was unknown. However, the mass effect was found to have worsened during 6 month follow up, mrs 4. There was no report of additional medical or surgical intervention. The aneurysm was in the cavernous segment of the left internal carotid artery. The aneurysm was unruptured and saccular, size: max diameter 23.2 mm, neck width; 7.9 mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.